Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2006 and mesh was implanted to treat pelvic organ prolapse. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2006, (B)(6) 2007 and (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with posterior colporrhaphy, perineorrhaphy, cystoscopy, uterosacral ligament suspension due to menorrhagia, persistent ovarian cyst, rectocele and perineocele. It was reported that post insertion patient experienced pain, erosion, infection, extrusion, fistula, recurrence, bleeding, dyspareunia, vaginal scarring and urinary and neuromuscular problems. (B)(4) - urinary problems; undefined recurrence.